Event description:
The customer reported obtaining erratic patient results for glucose and cholesterol on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and found the sample syringe was defective. The fse replaced the sample syringe to resolve the issue. The fse performed photocal, calibration, and quality control, which all passed. The fse verified analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).